Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. A visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the lead exhibited high thresholds. It was noted that during normal use while implanted, the lead threshold became an exit block. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.